Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. A different device was used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.